Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Visual examination of the returned products identified the locking ring to be bent and protruding from the locking groove of the cup. The ring chamfer is oriented appropriately, facing outward. No damage or deformity was observed to the locking groove of the cup or liner. Multiple indentations were observed around the radius of the liner. The outer radius of the liner is also scratched. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part: 163638, lot: 938400, 28mm cocr mod hd +6mm no skirt.

Event description:
It was reported that the liner would not mate with the cup. No further information is available.